Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: after the trocar was setting in the pt, 20 or 25 cc air was injected into the balloon, then balloon exploded. A new device was opened and used to complete the procedure. No bleeding occurred. No tissue damage occurred. Nothing fell into the pt cavity. There was no harm to the pt. Operative time was not extended.

Manufacturer narrative:
(B)(4).